Event description:
Not being able to walk due to extreme pain [gait disturbance]. Worsening pain on the knee radiating to the leg [condition aggravated]. Case narrative: this is a serious spontaneous complaint case received from a consumer in united states. This report concerns a female adult patient (height 162.56 weight 104.30, bmi 39.498 and body area 2.075) who experienced not being able to walk due to extreme pain and worsening pain on the knee radiating to the leg during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration and route of administration. Dosage regimen consisted of one injection weekly for three weeks, for product used for unknown indication from (B)(6) 2024. On (B)(6) 2024, the patient reported that on (B)(6) 2024, she experienced worsening pain on the knee radiating to the leg. She reported not being able to walk due to extreme pain which persisted until the day of report, (B)(6) 2024. The patient completed all three doses ((B)(6) 2024). No swelling, no heat but painful upon touch. The events of not being able to walk due to extreme pain and worsening pain on the knee radiating to the leg was medically significant. Action taken with euflexxa was not applicable. At the time of this report, the outcome of not being able to walk due to extreme pain, radiating pain and worsening pain on the knee radiating to the leg was unknown. The patient's medical history includes ongoing depression and hypothyroidism, with the onset date unknown. The following were reported as an ongoing concomitant therapy: pain pill, antidepressants and thyroid pill. The event of not being able to walk due to extreme pain and worsening pain on the knee radiating to the leg was reported as serious. At the time of reporting the case outcome was unknown. Sender comment: the contribution of sodium hyaluronate to worsening pain on the knee radiating to the leg could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the limited information provided in the report. The patient's underlying osteoarthritis and bmi of 39 (that falls into class ii obesity category) are confounders that could provide more plausible explanations to the worsening knee pain. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.